Manufacturer narrative:
The complaint product was not returned for evaluation, and no photographic or videographic evidence was provided by the reporter. In the absence of product return or visual evidence, the complaint could not be confirmed. Additionally, without a sample available for functional evaluation, a root cause could not be determined. The device history record for lot 20124300 was reviewed, and confirmed that the product was manufactured according to specifications. All information reasonably known as of 20 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
It was reported that while using the truck care 72, the nurse practitioner (np) noticed a damaged flapper valve. Upon inspection, it appeared the valve had entered the hme. The np replaced the valve; however, shortly afterward, another flapper valve was found to be damaged. There were no reports of harm, injury, or delay in therapy associated with this event. Airlife received a single report that referenced two different incidents, which were associated with separate units. This is the first of two reports refer to 8030647-2026-00010 for the second report.

Event description:
It was reported that while using the truck care 72, the nurse practitioner (np) noticed a damaged flapper valve. Upon inspection, it appeared the valve had entered the hme. The np replaced the valve; however, shortly afterward, another flapper valve was found to be damaged. There were no reports of harm, injury, or delay in therapy associated with this event. Airlife received a single report that referenced two different incidents, which were associated with separate units. This is the first of two reports refer to 8030647-2026-00010 for the second report.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 17 feb 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.